Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. Patient reported that they were skinny and the implant was bulging out of their side. Patient reported that they had a fall and underwent a hip replacement procedure. The patient reported that they fall very often.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.